Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted; the trocar balloon was broken. The obturator, lock collar, valve seal and doors appeared intact. The inflation syringe was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted; the trocar balloon was broken. The obturator, lock collar, valve seal and doors appeared intact. The inflation syringe was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The balloon deflated. There was no patient harm.